Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, and mmt-397a. Troubleshooting was performed for the insulin flow blocked alarm, and it was a current event. No harm requiring medical intervention was reported. No product return is required for mmt-332a and mmt-397a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus/thump. Verified pump alarmed pump error 43 on (B)(6) 2025 05:51:35 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The following were noted during visual inspection: corroded electronic assemblies, pcb1 board, motor assembly, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case battery tube, serial number label missing, keypad overlay texture damage, missing display window cover, cracked case corner of the belt clip rails near the battery compartment. Test p-cap and reservoir locked properly into reservoir compartment during testing. Confirmed pump error 38 and 43 due to moisture damage. However, unable to confirm no delivery/occlusion alarm due to pump error 38/43. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.